Event description:
Additional information received reported the patient¿s device did not overdischarge. It was noted, the patient needed further education on the proper way to charge their device. It was stated the patient¿s leads had ¿moved a little¿ per x-ray. It was noted the patient¿s device was reprogrammed to provide better coverage.

Manufacturer narrative:
(B)(4).

Event description:
Further follow up information received reported that the patient received assistance from their doctor and manufacturer¿s representative and their concerns resolved. An appointment of (B)(6) 2013 was noted. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient¿s stimulator was not working at all and stimulation had stopped 3 days prior. The patient turned her device off before walking through airport security on (B)(6). While she was on the plane, she felt a shocking pain/ a sharp, jolting pain near her device and when she landed she could not turn her device back on. It was noted her device would not charge either. She had last recharged a week ago. The patient was also unable to communicate with her programmer or recharger. It was noted the patient had an appointment at the end of the month. Additional information received the next day reported an electromagnetic interference issue due to the airport security gate and an overdischarge was suspected. A physician mode recharge (pmr) was performed but it did not successfully reset the patient¿s device. The plan was for the patient to see her surgeon for evaluation. It was noted diagnostic testing and/or troubleshooting would be performed in the future. No patient injury was reported. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3550-29, lot# n308035, implanted: (B)(6) 2013, product type: accessory. Product ID: 3888-33, lot# va00p29, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-33, lot# v855431, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was explanted and replaced. It was noted there were impedances greater than 10,000 ohms on electrodes 0, 3, and 4. It was also noted there was lead migration. Diagnostics included x-ray and impedance testing. Patient was receiving less than 50% therapy relief at the lead extension connection location. It was noted the patient was doing fine after the revision.